Event description:
The customer reported to baxter corporate product surveillance (cps) a clearlink blood solution set in which the tubing came apart at the junction of the spike and the tubing while connected to a unit of blood. The separation resulted in an unknown amount of blood leaking all over the patient's room and the baxter smart pump. The separation occurred ten minutes into patient therapy. There was a patient involved, however there were no reports of patient injury or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.